Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to pull medications and all machines are in critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section section dmedical device catalog, medical device serial, medical device model and section h device manufacture date a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist (tss) dialed into the server and executed the site down query, confirming that messages were current. The remote support service (rss) dashboard indicated that all devices were offline, while health sight viewer (hsv) displayed a critical alert showing that all devices were not communicating. The customer information technology (it) contact was informed of the situation and advised to escalate the issue to hospital information technology team (hit) for investigation into a potential network outage. The customer was acknowledged the update, and a follow-up was conducted, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to pull medications and all machines are in critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.